Manufacturer narrative:
(B)(4). The evaluation and repair of the ventilator is yet to be completed.

Event description:
Report received that, during patient use, the compressor will not turn on. The patient was removed from the ventilator, manually ventilated, and placed on a second ventilator. There was no harm to the patient as a result of the event.

Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and replaced the compressor solenoid assembly. The ventilator passed self-testing.